Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer also stated she had been under a lot of stress. Troubleshooting revealed that the programming was correct, and that the customer had also treated her blood glucose levels with an insulin pen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.